Event description:
The pump logs showed the pump motor had stalled (B)(6) 2011 and recovered 8 hours later, stalled again 1 hour later, and did not recover until almost four (4) days later; "stopped pump period may exceed tube set" was indicated. The medication administered via the pump was: morphine 10 mg/ml concentration at a daily dose of 1.029 mg/day; bupivicaine 15 mg/ml concentration at a daily dose of 1.544 mg/day; and baclofen 5000 mcg/ml concentration at a daily dose of 514.5 mcg/day.

Manufacturer narrative:
Catheter: model # 8703w, lot# l53974, implanted unknown, explanted unknown; catheter: model # 8709, (B)(4), implanted unknown, explanted unknown; catheter: model # 8709, lot # l64343, implanted unknown, explanted unknown. Final device analysis was completed and revealed the synchromed ii pump battery resistance was high.